Event description:
Pt reported they had a flowonix pump that went empty. Pt did not know when the pump went empty. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."